Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure, while in the process of removing the device and scope from the patient, the basket snapped off at the distal ureter. The physician unsuccessfully attempted to place a stent, and the basket remained in the patient. During a nephrostomy tube placement post procedure, what appeared to be a ureteral perforation was noted at the level of the detached basket. The physician planned on discharging the patient once medically stable and to refer him for additional consultation for further management. The exact discharge date and if there have been any additional procedures to remove the detached basket fragment is unknown. The status of the patient is unknown. Attempts to obtain additional information were unsuccessful.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure, while in the process of removing the device and scope from the patient, the basket snapped off at the distal ureter. The physician unsuccessfully attempted to place a stent, and the basket remained in the patient. During a nephrostomy tube placement post procedure, what appeared to be a ureteral perforation was noted at the level of the detached basket. The physician planned on discharging the patient once medically stable and to refer him for additional consultation for further management. The exact discharge date and if there have been any additional procedures to remove the detached basket fragment is unknown. The status of the patient is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Therefore, there is not enough information to determine the most probable root cause. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a stone basketing procedure on (B)(6) 2013. According to the complainant, the patient underwent a cystoscopy, left retrograde pyelogram, left ureteroscopy with laser lithotripsy and stone basketing procedures under general anesthesia. During the stone basketing procedure, a 7mm stone was seen in the upper ureter, and fragmented with the laser, the basket engaged the stone and while in the process of removing the device and scope from the patient, the basket snapped off and a portion was left in the distal ureter. The ureteroscope was removed, the rigid ureteroscope was passed in an attempt to pass a guidewire into the renal pelvis, to place a stent, and come back at a later date to remove the portion of the basket. However, the wire could not be placed and the portion of the basket remained in the ureter. A nephrostomy tube placement procedure was performed (procedure date unknown). During this procedure, an 11 to 12 cm wire could be seen in the lumen of the distal third of the ureter with the proximal end coiled. A 4-5 mm stone was adjacent to the proximal aspect of the wire. Additionally, there appeared to be extravasation from the proximal ureters consistent with a ureteral tear. An 8fr nephrostomy tube was placed coiled in within the left renal pelvis without complications. The drain was left to bag drainage. The patient tolerated the procedure well, and was in stable condition following the procedure. The patient was discharged from the hospital on (B)(6) 2013.